Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial and ventricular leads. Review of the egms noted that the noise appears to be related to emi. Programming change was recommended. No further information is available.